Event description:
During set up of the medrad system (the multi patient kit) while "filling" the syringe with contrast, it was noticed to be leaking at the tubing site or the area of the stopcock. The tubing was leaking. Staff removed the leaking tubing and obtained new tubing from the same lot number. The new tubing worked just fine.